Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The following was reported: replaced lower right door switch. Found pendant was sticking, replaced pendant plungers. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: kit svc o2 bi71000166 cable door sw assy, kit svc o1/02 bi71000556 pendant plunger. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a sacroiliac and thoracolumbar procedure the gantry would close, but the pendant stated door open. Site tried rebooting the system, opening and closing the gantry door and squeezing the covers with no resolution. Site chose to continue the case without the imaging system. There was a delay of less than one hour. There was no reported impact on patient outcome.